Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed and there was blood found where header cap is screwed onto the dialyzer. A leak test was performed and no leakage was found at the connection of dialyzer and bloodline. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot.

Event description:
It was reported that a patient had a blood leak during hemodialysis therapy, the leak was observed where the arterial blood line connects to the dialyzer, even after tightening the lines before use. When the patient noticed the blood leaking from the dialyzer, she continued to tighten the connections until dialysis treatment ended. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.